Event description:
It was reported that the compressor was intermittently low pressure alarming while connected to a patient. The compressor was taken out of patient's room, patient was bagged, and replacement compressor compact was put in it's place.